Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was failing repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed. A field service engineer (fse) identified that the pyxibus cable was hanging and tightened up the cable. Fse also noticed that the hasp was not aligned properly and adjusted the rm for better alignment with the hasp to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.